Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure when attempting to place this right atrial (ra) lead, the physician experienced placement difficulty. It was noted that the patient was in a junctional rhythm so it was difficulty to detect p waves in the atrium. The physician repositioned the lead approximately five times and still found no p waves, this was thought to be due to the patient's rhythm versus a lead issue. During a few of those repositioning attempts, the physician had to turn the helix more than 20 turns to get it to extend or retract. On the final attempt, the helix would not retract. Thus this ra lead was attempted and not implanted. No adverse patient effects were reported.